Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was to be used during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the active cord connector could not be fitted onto the active cord. No visible damage was noted to the connector. The connector was extended/flared in order to connect the device to the active cord. However, electrical current was unable to be applied to the sphincterotome. The procedure was completed using another stonetome sphincterotome in conjunction with the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.